Event description:
It was reported to philips the battery was not secure in the device. A philips field service engineer (fse) evaluated the device. The fse confirmed the battery cannot store energy. The reported issue was confirmed and traced to a faulty battery. The fse replaced the battery. The device passed all performance assurance tests and was placed back into use with the customer.

Event description:
It was reported to philips the battery was not secure in the device. There was no patient involvement.